Manufacturer narrative:
MDR 2183926-2016-00810-001 (B)(4). This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 12/11/2016. During troubleshooting efforts between the customer and merge technical support, it was found that studies on the ea were displaying black. There was no delay in patient diagnosis or treatment reported. There was no harm or potential harm to the patient reported. However, there is a potential for delay in treatment, for delay in diagnosis and for patient harm if the images are not able to be viewed. There was one morpher in test that is no longer present in production. Support removed morpher that was no longer in use. The site confirmed tomo's are working as expected. Revised information contained in this supplemental report includes the following: updated contact office - name/address. Date new information received by manufacturer. Indication that this is follow-up report 001. Indication of malfunction as reportable event. Indication of additional information and device evaluation. Indication that the device evaluated by manufacturer the device was not evaluated by manufacturer. Evaluation codes: conclusion code: 19 cause traced to user. Indication of additional manufacturer information is contained in this follow-up report

Manufacturer narrative:
Merge healthcare is working with the customer to determine if corrections or corrective actions are necessary.

Event description:
Merge iconnect enterprise archive is intended for use as a vendor neutral archive for storage and communications of medical images and data. Iconnect enterprise archive provides workflow integration capabilities for healthcare enterprises. On (B)(6) 2016, merge healthcare was notified by a customer that "studies on the enterprise archive are displaying black." At the time of this report merge healthcare support is working with the site and investigating this issue to determine how many stored images were impacted. Merge heathcare support confirmed that the study in question appears without issue in pacs. Reference complaint number (B)(4).